Event description:
A peritoneal dialysis patient called fresenius technical support regarding a patient line blocked alarm during last nights treatment. The patient stated she was able to complete her treatment without any further warnings. The patient also stated she went to the hospital last thursday (B)(6) 2012 because she was draining slowly that night due t fibrin issues. She spent a few days in the hospital and went back home on (B)(6). Technical support reviewed patient settings and noted patient was still using heparin following nurse and doctors advice. The patient fixed the patient line blocked alarm herself last night (she said there was a kink) and was able to complete her treatment. Technical support explained to the patient the most common causes for drain and fill issues. On (B)(6) 2012 patient admitted for peritonitis. Pd effluent was cultured with result: no growth. Patient was not on other antibiotics and did not have other infections. Antibiotics were started for a culture negative peritonitis. No other medical interventions done.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient reported problems with alarms, likely due to fibrin in the catheter, subsequently treated with heparin. There is no evidence or report of device malfunction, as the alarms were appropriate likely to change in catheter flow due to fibrin. Peritonitis is a known complication of peritoneal dialysis, and it usually follows touch contamination and a break in aseptic technique. The patient is currently doing well.